Event description:
It was reported that during infusion, the patient felt obvious uncomfortable above the puncture site. When the catheter was removed for inspection, sand holes were found at 7cm.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewh1627 showed no other similar product complaint(s) from this lot number.